Event description:
The customer reported that the device was sticking to tissue, which caused bleeding, during an lavh procedure. The amount of blood loss was not made available. Also, it is unk if the jaws were cleaned during the procedure or what part of the procedure the sticking was first noticed. There was no pt injury. The surgeon opened the same type of instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.